Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. Visual and functional testing were performed. The device was received in good physical condition with scratched screen. The device was powered up and alarmed ec1210 which is a corruption of the memory of the circuit board. Replace circuit board. Fm-dp-20085-08 was used to test the back-up capacitor. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The cause of the reported issue was the circuit board. The circuit board was replaced to correct the reported problem.

Event description:
It was reported that a cadd legacy I pump exhibited a continuous alarm, with no display during testing. No patient harm has been reported at this time.